Event description:
It was reported that during a trial the surgeon noticed that the drill guide overheated causing a slight burn on the inside of the pt's mouth.

Manufacturer narrative:
Investigation in progress but not yet complete.